Manufacturer narrative:
(B)(4). In-house investigation confirmed that the drug fulvestrant causes interference/cross-reactivity with the architect estradiol assay leading to falsely elevated estradiol results. A product correction letter was issued to all current architect estradiol customers. The letter informs the customer that patients undergoing fulvestrant therapy should not be tested with the architect estradiol assay. It also instructs the customer to review the letter with their medical director. The architect estradiol package insert will be updated to include new information regarding interference/cross-reactivity between the architect estradiol assay and the drug fulvestrant.

Event description:
A review was performed of a posting on the (B)(4) website "(B)(4)" entitled "false elevations of estradiol in patients receiving fulvestrant (fasladex)" [27jan2016 (B)(4) open forum; (B)(4)]. The posting poses a query as to what other labs are doing to obtain a correct result for estradiol now that it appears a number of immunoassay methods show this interference in the form of falsely elevated estradiol results. There is no impact to any patients reported.